Event description:
Caller states the patient tested 3.3 inr on the coaguchek s system and 2.3 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and a replacement was sent.